Manufacturer narrative:
Analysis of lead model 977a260, serial # (B)(4), clarified that all conductors were broken in the location 22 cm as measured from the distal end. Analysis of lead model 977a260, serial # (B)(4), clarified that all conductors were broken in the location 23.5 cm as measured from the distal end.

Manufacturer narrative:
Analysis of lead model 977a260 serial # (B)(4) showed that all conductors were broken in the location ¿22¿ as measured from the distal end. The outer insulation was intact and the setscrew marks were in the correct location. Functional testing reported that open circuits were seen with no shorts between circuits noted. Analysis of lead model 977a260 serial # (B)(4) showed that all conductors were broken in the location ¿23.5¿ as measured from the distal end. The outer insulation was intact and the setscrew marks were in the correct location. Functional testing reported that open circuits were seen with no shorts between circuits noted. (B)(4).

Event description:
Follow up information received reported that the patient was getting "great coverage". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a fall a couple weeks ago. Stimulation worked subsequent to fall until friday of last week. Impedances were tested at 3.0v and all were >40000 ohms. Stimulation was turned up to 10.5v and the patient did not feel stimulation. Group impedances were >40000 ohms. It was noted the patient described a "pop sound" later on (not on the day of fall). Additional information received reported the system stopped working after a fall. The leads were replaced on (B)(6) 2014 because they were not functioning and had impedance readings of >10,000 on all electrodes. The patient had a loss of stimulation/therapeutic effect. It was reported prior to the fall the patient had excellent coverage, and after the fall they lost all coverage. The patient had less than 50% therapy relief at the lead location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.